Event description:
The pt was having seizures and signs of withdrawal over the past several days which they were trying to manage. When the pt came in for a pump refill, a volume discrepancy was discovered; the expected volume was 2 ml, the actual volume was reported to be 0 ml. The healthcare professional (hcp) was uncertain if the two issues were related. It was later reported that the hcp thought that the pump may have run out of drug because she increased the dose and the office didn't change the date for refill. When the hcp interrogated the pump, it showed an empty reservoir and the logs showed the pump started alarming in 2009; the pump was out of drug three days later. At this time it was reported that when the hcp did the refill, the pump had 1 cc left and the pt did not experience any side effects; he got his refill and went home. Additional info has been requested, a follow-up report will be sent if additional info becomes available.